Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed that all part were correctly assembled. Due to the nature of the sample, no functional testing could be performed. The reported condition was not verified by visual inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set did not flow or pass in an adequate way. This was discovered before patient use. The set (clamp) did not close completely and "made venous return"; when connected in the y-port, it would return "towards the liquid to be infused". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.